Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable as lens remains implanted. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon observed the day after a toric model intraocular lens was implanted, that the lens rotated 25 degrees. He had to perform a second surgery (lens repositioning) to place the iol again in the right position. After the second intervention the patient's outcome was ok. No additional information provided.